Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 391 mg/dl (compact plus system 1) and 127 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event due to the device reported. The alleged product was requested for evaluation and replacement was sent.

Manufacturer narrative:
Device will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.